Manufacturer narrative:
A ge representative evaluated the system and replaced and calibrated the collimator, and cleaned and reseated the connectors for the touchscreen. System operates as intended.

Event description:
Customer reported the system displayed a bad iris potentiometer and touchscreen failure error messages. No patient injury was reported.